Manufacturer narrative:
Section a: the set was received from the nicu; therefore it is presumed the patient was a neonate. Additional functional testing was performed by attaching and then removing several lab male luer connectors onto the suspect set¿s proximal female luer to try to replicate the observed damage. There was no difficulty disconnecting the male luers and damage to the male luer tips could not be replicated. Dimensional analysis was performed on the suspect set¿s female luer. Several measurements were taken of the female luer¿s inside mating area. All areas measured were within specifications.

Event description:
The set was received unexpectedly with other sets being submitted for investigation of clogged filters. However, the set model that was received has no filter. A broken off male luer tip from a mating product was found lodged inside the female luer of the suspect set. There was no indication of patient harm. Although requested, no other patient or event details were provided.

Manufacturer narrative:
The set was received without a product issue reported. Previous reports were received for clogged filters; however, there is not a filter on this set. The set was inspected; the tip of a male luer was broken off and lodged inside the female luer of the suspect set. Microscopic examination revealed whitish colored stress marks on the side of the broken luer tip. The male luer tip was removed from inside the female luer. The suspect extension set was flushed; no leaks or occlusions were detected. The root cause of the broken off male luer tip from a mating product was not identified.

Event description:
The set was received unexpectedly with other sets being submitted for investigation of clogged filters. However, the set model that was received has no filter. A broken off male luer tip from a mating product was found lodged inside the female luer of the suspect set. There was no indication of patient harm. Although requested, no other patient or event details were provided.